Manufacturer narrative:
Although requested, device has not been received. A follow-up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that there was a possible over infusion when questioning how to download the logs. Although requested, there was no other information provided.